Event description:
It was reported that the physician was having problems with his handheld. It would keep locking up, new handheld was shipped to the site and old handheld was returned to manufacturer for product analysis. Old handheld is currently undergoing product analysis. The cause of problem is unknown at this time.